Event description:
According to the customer, the multiview workstation (central patient monitor) did not report a v-fib alarm, although it was displayed and audibly alarming on the sc9000xl bedside monitor, at 9h43,50s. The customer was first advised of extrasystols on a multiview remote display in the rest area. A nurse went to the patient, confirmed the v-fib (visible and audible alarm) and printed an EKG report. The customer further stated, the v-fib alarm could not be found in the multiview event disclosure database, but could be seen in the full disclosure. The v-fib alarm could not be found on the bedside monitor's events log. Following the incident, tests with an EKG simulator were performed and all the alarms simulated were reported and recorded on the multiview workstation. No malfunction could be confirmed. No patient injury reported. The patient was fine and release from the hospital.